Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the system was giving inappropriate pressure for usage. Limb occlusion pressure (lop) sensor used and each time for 1 patient it offers another pressure. Even with the pressure on 280 mmhg, it bleeds. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The customer also returned a cuff, limb occlusion pressure (lop) and hoses, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 4000 tourniquet by medicrea on (B)(6) 2018 revealed that there is no trouble with the device. There was no leak with the hose and the limb occlusion pressure (lop) sensor was good. The 2 cuffs are damaged and leaking. Repair of the a.t.s. 4000 tourniquet was performed by medicrea on (B)(6) 2018 which did not necessitate the replacement of any components. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection by medicrea it was noted that there was no trouble with the device. The service technician found that the two cuffs returned were damaged and leaking. The root cause of the reported event was due to the damaged/leaking cuffs that were used. During the initial inspection by medicrea it was noted that there was no trouble with the device. The service technician found that the two cuffs returned were damaged and leaking. It is unknown with the information that was provided how this occurred. The damaged and leaking cuffs would make it appear that the device was unable to occlude the blood and that an inappropriate pressure was chosen by the limb occlusion pressure (lop) sensor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the stem was giving inappropriate pressure for usage. Lop sensor used and each time for 1 patient it offers another pressure. Even with pressure 280 mhg on hard, it bleeds. May be it shows wrong pressure. Per indicates this did not occur during surgery or have direct patient impact. There was a delay of 5 minutes with no harm. No adverse events were reported as a result of the malfunction.